Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 1-2 minutes of use, a 4mm rad12 m4 rotatable blade ¿broke¿ intraoperatively during a frontal endoscopic sinus surgery on a (B)(6) year old female patient. There were no fragments or any procedures necessary to remove any fragments. This is the only information provided and there was also no report of patient impact or injury as a result of this event.